Event description:
The time of event is not, during procedure. There was no report of patient harm. Video image failure.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the ccd drive pcb as defective. Based on the result, we concluded, that it was caused, due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed, that the u/d and the r/l knobs loose, the up pulley wire worn out, the operation channel (primary) resistance, the image distortion, the angulation down angulation decrease, the angulation left angulation decrease, the angulation right angulation decrease and the angulation up angulation decrease. However, these defects are not the main cause and/or irrelevant to the alleged complaint. This defect occurred, not during procedure. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.